Manufacturer narrative:
Information contained on this report was previously submitted through psr on 22/jan/18 and 15/oct/18. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified cloudy and brown particles. Bubbles after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is no issues found related with the manufacturing. The events of capsular contracture, seroma, lymphadenopathy and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV, "complex fluid collection, mild enlargement of lymph nodes" and alcl. Device was explanted.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Patient representative reported patient experienced ¿infection,¿ ¿heat sensation,¿ ¿pain prior to explant procedure,¿ ¿chronic pain,¿ ¿rashes,¿ ¿itching,¿ and ¿mental pain, anguish and fear due to risk of further/increased risk of alcl, and other past and future ¿non-economic damages ¿mental pain and suffering,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿mental and emotional suffering, fear, grief, anxiety, apprehension.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿suffered, and continues to suffer, from permanent physical injury,¿ ¿disfigurement¿ and ¿disability;¿ these events are not related to the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., g.2, h.6. The event of infection(unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of feb 2019 through jan 2021, was noted an outlier in apr-19. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV, "complex fluid collection, mild enlargement of lymph nodes" and alcl. Patient representative reported patient experienced ¿infection,¿ ¿heat sensation,¿ ¿pain prior to explant procedure,¿ ¿chronic pain,¿ ¿rashes,¿ ¿itching,¿ and ¿mental pain, anguish and fear due to risk of further/increased risk of alcl, and other past and future non-economic damages mental pain and suffering,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿mental and emotional suffering, fear, grief, anxiety, apprehension.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿suffered, and continues to suffer, from permanent physical injury,¿ ¿disfigurement¿ and ¿disability;¿ these events are not related to the device. Device was explanted. This record is for the right side.